Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the nurse contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the monopolar energy sounded like someone was hitting a button for a long period of time and then it cut out. During the event, the user disconnected the green monopolar energy cable from the da vinci instrument with no change. Error m-1c followed by m-10 was observed in logs. The caller confirmed monopolar instrument was connected to the top monopolar output and the handheld pencil was connected to the bottom monopolar output. The caller confirmed the foot pedals were in the vision side cart (vsc) drawer and not in use. The isi tse asked if possibly the foot pedals were positioned in the drawer where they were inadvertently activated, and the caller stated they were placed in the drawer neatly and likely not inadvertently activated. The caller suspected the pencil was activated while someone might have been resting on it. The issue was no longer occurring, and the customer proceeded with the case. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy making noise, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer no longer experienced the issue with the monopolar energy making noise. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.